Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that an inpatient in the neurosurgery department was using an scs. When an attempt was made to charge the implanted stimulator, the device was reportedly not detected. The hospitalization was considered unrelated to the scs. The patient was guided to perform a reset and attempt communication with the stimulator again, but the device was still not detected. Instructions were given to minimize the thickness of any fabric between the devices as much as possible, but it was reported that, despite numerous attempts, progress could not be made. Therefore, it was requested that the implanting hospital be consulted. Since information about the implanting facility could not be found at that time, it was mentioned that the family would be asked to confirm, and the call was concluded. It was noted the issue was not resolved at the time of the report.

Manufacturer narrative:
G2: the country of the event is jp. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.